Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer also reported that the insulin pump would not respond to the meter and could no longer upload. The customer's blood glucose was 138 mg/dl at the time of incident. The insulin pump will be returned for analysis. The customer stated that the alarm was able to be cleared with esc and act button but was receiving multiple alarms. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump gave a failed radio frequency test during the self test due to a faulty component on the radio frequency board. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.